Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic for normal device check, some non-sustained rv oversensing episodes were observed. Oversensing was reproducible with valsalva maneuver. Myopotential oversensing was suspected. Programming changes were made and no more oversensing was noted.